Manufacturer narrative:
The product was not returned for analysis. A failure analysis could not be performed. A lot history search was performed and found no other complaints against lot number 912851. A review of the device history record was performed and revealed no anomalies. No conclusions could be drawn regarding the possible root cause for the complaint. In addition, the february 2007 15-month complaint trend report for all polaris w/o wire family failure modes was reviewed; no adverse trend was noted. No data points exceed the bsc action limit.

Event description:
It was reported to bsc that a female patient (age unk) underwent a therapeutic lithotripsy with retrograde pyelogram in 2007. During preparation, the polaris ultra stent broke. The device was discarded. The procedure was completed with another of the same device. The pt did not sustain any adverse effect or complication as a result of this issue. The pt condition is reported as 'fine.'